Event description:
Physician reported performing "unnecessary surgery" because he could not see the spinal portion of the catheter on x-ray. Also did dye study and could not visualize the catheter. Surgery was perforemed as presumed that the catheter had disconnected. Catheter and pump found to be in good condition. Physician was aware that some catheters were distributed with less than specified barium content. Apparently this pt's record at the health care facility had not been flagged as instructed by the MFR at the time of the notice distribution.